Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient presented for primary percutaneous coronary intervention with impella 5.5 placement. During support it was reported that the patient experienced some ectopy and ventricular tachycardia post weaning sedation. The patient was successfully weaned and the pump was explanted.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal and cardiac arrythmia. The pump was not returned for investigation. The data log shows that the optical signal 5s parameters temporarily lost to 16384 during the case run, with placement signal (ps) lost to 3000 and controller failure alarm. Upon review of data logs, it is apparent that the console is the potential cause of the issue. Cardiac arrythmia can be reported during impella support. As the necessary information was not provided, the root cause of the vt/vf was not determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-28510. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that the engineer indicated that the aorta placement signal went out, however, continued to have a pulsatile motor current. The console was not exchanged due to concerns of the pump not restarting.